Manufacturer narrative:
The insulin pump passed the error test. No unexpected alarm noted. All buttons functioned properly. However, the insulin pump had corroded keypad traces. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, she was going to bolus after dinner and the buttons were unresponsive. She took the battery and inserted a new battery and it counted up to number six and stopped, the device alarmed unexpected restart. Customer's blood glucose was 124 mg/dl. She doesn't recall any significant event which may have caused the keypad anomaly. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer agreed to return the device for further analysis. Customer was unable to clean the alarm.